Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the partner: "the intellicuff screen display was flashing and alarming. He was also informed that the alarm was occurring on the ventilator side due to a leak. They immediately replaced the intellicuff and took care of the problem, so there was no health hazard. The logs showed that tf10 had occurred twice. Another tf10 occurred while we were taking care of this device and checking its operation. "